Manufacturer narrative:
The report of a potentially compromised percutaneous lead (lead) was confirmed based on the evaluation of the returned device. The pump was returned with the lead cut approximately 2.5 inches from the pump housing and the severed portion of the lead, measuring approximately 40 inches in length, was also returned. Continuity and high potential testing performed on the pump end portion of the lead did not reveal any wire insulation breach that would have resulted in the reported event. Electrical continuity testing on the severed end of the lead did not reveal any discontinuities or shorts; however, examination of the wires upon removal of the bionate and metal shielding layers revealed breaches in the insulation of the yellow, green, brown and black wires approximately 10.5 inches from the pump housing. Further examination of the remaining wires in this area revealed marks consistent with abrasion. The conductors of the yellow, green, brown, and black wires were exposed as a result of the insulation breaches. The insulation breaches appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of the mechanical damage such as crushing or pinching. Pump function would have been interrupted as result of the exposed conductors of any of the wires potentially contacting the metal shielding and creating an electrical short to ground if the device was supported by the power module. The shorts would have also caused the reported alarms following the distal end lead replacement. Pump function could have also resulted from a phase to phase short if the exposed conductors contacted each other or made simultaneous contact with the metal shield. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference medwatch # 2916596-2016-01162 for the report of the patient's previous percutaneous lead repair. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. The patient had recently undergone a percutaneous lead replacement on (B)(6) 2016. It was reported that unspecified alarms continued after the replacement and the patient subsequently underwent a pump exchange on (B)(6) 2016. No further information was provided.